Event description:
It was reported that the device exhibited a 'no disposable' alarm. Device settings read: resolution volume 25.1 ml, continuous rate 5.4 ml/hour, volume given 223.65 ml. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.